Manufacturer narrative:
The device in question was returned to the manufacturer. Additional information is provided in section d4. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Result of investigation: during the technical investigation of the returned product, the following was found: the cutting loop is broken off on both ends. The broken surfaces show a ductile appearance. Based on these results investigation comes to the following conclusion: due to the fact, that the broken surfaces show a ductile appearance, which is the sign for a forced break, it is most likely that the cutting loop got damaged by mechanical overload. The damage is most probably cause by user error. The IFU contains a warning not to overload the device.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during hysteroscopy and curettage, the cutting loop was used less than 10mins and found broken. The wire on the loop tip fell off and retrieved. Another new cutting loop was used to complete the procedure. No negative impact in state of health reported.